Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the maryland bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. There was no report of any patient harm, adverse outcome or injury. However, it is unknown what caused the breakage to occur.

Event description:
It was reported the during a da vinci-assisted surgical procedure, a plastic piece from the maryland bipolar forceps instrument broke and fell inside the patient. The broken fragment was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. (Isi) made several follow up attempts to contact the initial reporter to obtain additional information regarding the complaint; however, no further information was obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a 0.062 x 0.178 piece. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of this failure is due to mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.